Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after the implant of this pacemaker, this patient developed a hematoma at the implant site. A surgical procedure was performed and the hematoma was removed. This device remains in service at this time. No additional adverse patient effects were reported.